Manufacturer narrative:
This medwatch is reporting the primary console. The motor is reported under medwatch MFR report # 2916596-2018-03604. The device is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was placed on biventricular extracorporeal circulatory support. It was reported that during transfer of the patient, the centrifugal head of the rvad began to vibrate and an audible noise could be heard. An alarm from the corresponding primary console sounded and smoke began to emanate from the underside of the primary console. The pump then stopped. The alarm code "system failure" was displayed on the control panel. The rvad circuit was isolated from the patient by clamping the drainage and return tubing of the circuit and an emergency motor change was performed using the back-up primary console and motor head, as per departmental protocol. Flow was re-established with the back-up primary console. This incident from the cessation of flow to the reestablishment of flow lasted no more than 20 seconds. The patient remained hemodynamically stable throughout the event. No additional information was provided.

Manufacturer narrative:
This medwatch is reporting the primary console. The motor is reported under medwatch MFR report # 2916596-2018-03604. Additional information. Manufacturer's investigation conclusions: the reported event of a system failure was confirmed. The centrimag primary console (serial #: (B)(6) was returned to the service depot for analysis. The returned centrimag primary console was evaluated and tested under work order # (B)(4). The service depot was able to verify the reported ¿system fault¿ on the front panel. The unit was inspected and was found to have a burnt smell. The motor controller board was found to have component damage. The centrimag primary console was forwarded to ppe. Damage consisting of burn marks to the power switch, u203, was observed. The root cause for the system failure was conclusively determined to be due to damage to the power switch, u203. Based on previous complaint experience, the pcb damage observed to the console¿s pcb is consistent with the confirmed motor cable damage found in the motor investigation (MFR report # (B)(4).